Event description:
Caller reports that during a (B)(6), the following coaguchek xs unit p/coaguchek xs unit y/lab results were obtained: 2.6 inr/5.4 inr, 2.8 inr/>8.0 inr, 2.4 inr/3.6 inr, 2.5 inr/3.3 inr, 2.3 inr/3.1 inr, 2.8 inr/6.6 inr, 2.2 inr/4.0 inr, 3.6 inr/4.7 inr, 2.3 inr/4.7 inr, 5.7 inr/4.4 inr/2.1 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in unit y (lot number and expiration date unknown). (B)(6).